Manufacturer narrative:
(B)(4). G2: foreign ¿ canada. H6: proposed component code: mechanical g04 - stem. Citation: biniam, b., bourget-murray, j., beaulé, p., et al. (2025). Differenced in perioperative outcomes between conversion total hip arthroplasty after previous proximal femur fracture and primary total hip arthroplasty. Arthroplasty today 33 (101715), 1-7. Https://doi.org/10.1016/j.artd.2025.101715. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that one patient experienced a reoperation due to significant exostosis on the anterior aspect of the femur on an unknown date. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4: attempts have been made to gather all product identification information and no further information has been provided. - product has not been returned. No product evaluation was able to be completed. - root cause of the reported event is not device related. Exostosis refers to the abnormal growth of bone on the surface of a bone. An exostosis is a benign (noncancerous) bone tumor. It can occur in various locations, including the ear canal, toes, and around joints. While often benign and painless, exostoses can cause symptoms like pain, hearing loss, or limited movement, depending on their location and size. The most common causes of exostoses include: injuries: damage to a bone can make it regrow incorrectly and form an exostosis and comorbidities: some conditions like osteoarthritis and spinal stenosis cause extra wear and tear on bones. This stress can lead to an exostosis growing near that irritation. Exostosis treatment depends on the size, location, and symptoms of the bony growth. For asymptomatic or minimally symptomatic cases, observation may be sufficient. If pain or functional limitations occur, treatment options include pain management with nsaids, physical therapy, orthotics, and, in severe cases, surgical removal. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.